Event description:
Procedure was performed on a downs syndrome child. Needle is attached to a wand. After the procedure, doctor looked at the wand and realized the needle was not attached to the hub. She felt around in the patient's mouth and could feel something rough in the gum. She tried to remove it with forceps, but was unsuccessful. An oral surgeon was contacted to have the needle removed.

Manufacturer narrative:
Based solely on the description, this event appears to be the result of an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardize the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data over the past two years reveal that this type of complaint occurs at level of less than 1 in 10,000,000.